Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on "05/31/201." Incident occurred post surgery, patient's reported with central retinal artery occlusion (crao) is a disease of the eye where the flow of blood through the central retinal artery is blocked (occluded), which is a serious harm hence concluded as reportable. Also in review "investion" determined that the eva did not have any system abnormalities. Post vitrectomy - optic neuropathy reported,, which requires medical intervention. Hence this complaint is reportable all available information has been disclosed. This complaint has now been closed.

Event description:
A surgeon reported an incident of central retinal artery occlusion. No further information.